Manufacturer narrative:
E1: patient city: (B)(6). Patient country: china.

Event description:
Unomedical reference number (B)(4) event occurred in china. The patient reported that, an infusion set leaked at the quick release on (B)(6) 2024. Quick release (qr) was too tightly connected and customer was not able to disconnect quick release successfully. No further information was available.